Manufacturer narrative:
The batteries were returned to the manufacturer for evaluation;thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Analysis of (B)(4) revealed that the devices met specifications; the returned batteries passed external visual inspection and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the battery passed external visual inspection but failed functional testing due to a faulty internal cell pair. The reported event could not be confirmed as the available log files do not cover the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screen batteries are most often attributed to a communication error between the controller and batteries. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management and was expanded with fsca apr2014.1 to recall certain older batteries. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the 'power switching' event is a combination of a battery with a faulty internal cell pair and a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00625, 00626 and 00627) submitted for devices related to the same patient.

Event description:
It was reported from (B)(6) that the controller changes from one power port to the other one before the batteries are down to 25%. The vad coordinator reported the pump stops. The batteries were replaced from the hospital. It was reported that there was no effect on the patient. This MFR report is 1 of 3 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. This is 1 of 3 reports (3007042319-2015-00625, 626 and 627) submitted for devices related to the same patient.